Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; 4196 implantable pacing lead (B)(6) 2013; yrirx1585 implantable stent graft (B)(6) 2005; yrirhx1485 implantable stent graft (B)(6) 2005; yrirhx14115 implantable stent graft (B)(6) 2005; yrbrhxc2414165 implantable stent graft (B)(6) 2005. (B)(4).

Event description:
It was reported that a lead alert was triggered due to non-physiological noise and oversensing in the right ventricular lead. It was further noted that a lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. It was further noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, and the visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.